Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the gonadal artery was inadvertently injured while the surgeon was using the monopolar curved scissors (mcs) instrument close to the vessel, resulting in approximately 400ml of blood loss and necessitating a conversion to open surgery. During the conversion, the maryland bipolar forceps (mbf) instrument was utilized to clamp the artery to control the hemorrhage. The patient did not require a blood transfusion. Subsequently, an instrument release key (irk) was used to disengage the instrument and to successfully release the artery. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissor (mcs) instrument to perform failure analysis. Isi has received the maryland bipolar forceps (mbf) instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2 and h11. Additional information: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis evaluation. Upon inspection, one grip cable was found broken at the proximal end within the housing, specifically at the clamping pulley. This causes looseness of the cable at the distal end. The clamping pulleys did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable.